Event description:
As reported by the user facility: event 1: detailed inquiry description: it was noted hub of extension set was cracked and leaking blood on the table. Extension set was replaced with a new 470101 and was noted days later in the ICU that the hub was cracked in the same spot. No injury reported. To note, two possible lot numbers provided: lot number: 0061823202 - expiry date 03/31/2025; production date 04/07/2022. Lot number: 0061778799 - expiry date 03/31/2024; production date 04/20/2021.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One used and multiple unused samples were provided for evaluation. The samples were visually evaluated, and it was noted there was a vertical crack on the connector of the used sample. No defects were observed on the unused samples. The exact root cause could not be determined at this time. However, incidents of cracked/leaking connectors can possibly be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.